Event description:
Additional report required that x-ray revealed both leads had fractured. The patient underwent surgical intervention during which the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-02527.

Manufacturer narrative:
Device and method codes were inadvertently entered incorrectly in initial and supplemental reports.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-02527.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-02527. It was reported that the patient was not receiving adequate therapy due to high impedances caused by lead migration. As a result, the patient may undergo surgical intervention at a later date.